Event description:
During undocking and removal of large suture cut needle driver from arm, the instrument got stuck in the trochar. Instrument was unseated from the arm of the robot and removed with the trochar and reducer. Pt not harmed. Called intuitive help line and spoke with (B)(4). It was noted that the metal end of needle driver was shifted off line with the gray portion, causing the metal edge to get stuck against the reducer.